Manufacturer narrative:
As part of the investigation, olympus followed-up with the user facility to have the device returned for evaluation but with no results to date. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical engineer at the user facility that during preparation for use the high frequency electro-surgical generator reportedly ¿shut off without any error code¿. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation and legal manufacturer's investigation results. The device was returned to olympus for service/repair. The customer's reported issue was confirmed as the e172 error was identified to be attributed to a defective power supply. Additionally, the cable unit (lvps) needs to be updated to the latest version. Front panel need to be replaced due to cosmetic damaged. The unit was last serviced via repair in june 2018. No problems were found, inspection only. The product was sold on october 2014. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported error could not be conclusively determined. The error message e172 indicates an internal hardware error and is triggered when the operating voltage is insufficient (12v operating voltage is lower than 11,4v). Two different failure modes are known to us: 1. The error occurs immediately after switching on 2. The error occurs only after a certain time even this error is logged in the error log, oste was unable to reproduce the error in many previous cases. The error message e172 might be caused by the following issues: 1. Defective lvps 2. Defective motherboard 3. Malfunction of the connecting cable between the motherboard and the lvps 4. High impedances at the connection between the connecting cable and the lvps and/or the connecting cable and the motherboard. Faulty motherboards or faulty lvps should cause static errors, which can be verified when checking the voltage at the lvps or the adc values of the esg-400. Oste initiated a change (¿esg-400 improvement of lvps cable¿) in order to implement a design improvement and suitable technical solution for lvps cable connections. The main objective of this change is to eliminate the wear effects on cable connections causing high impedances and thus the error e172. As part of the change, a new connecting cable was implemented into production in january 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.